Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cybersecurity - hacking allegation. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucose/carb intake, discontinue use of insulin delivery system. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported low blood glucose . Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer reported concern with pump cybersecurity and/or a hacking allegation. Customer advised to upload to carelink. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The customer returned the pump for cyber security - hacking allegation on (B)(6) 2024 on the primary svn: (B)(6). On svn: (B)(6) the customer alleged low bgs, calibration not accepted alert and change sensor alert on (B)(6) 2024. On svn: (B)(6) the customer alleged high bgs on (B)(6) 2024. On svn: (B)(6) the customer alleged high bgs and product not adhering/sticking anomaly (infusion set tape sticking) on (B)(6) 2024. On svn: (B)(6) the customer alleged low bgs and change sensor alert on (B)(6) 2024. On svn: (B)(6) the customer alleged high bgs and product not adhering/sticking anomaly on (B)(6) 2024. On svn: (B)(6) the customer alleged low bg on (B)(6) 2024. On svn: (B)(6) the customer alleged discrepancy between sg value and bg value, change sensor/bad sensor alert, cal error/calibration not accepted alert on (B)(6) 2024. On svn: (B)(6) the customer alleged sensor updating/value not available alert and calibration not accepted alert on (B)(6) 2024. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump was not received with the original infusion set. Unable to verify product not adhering/sticking anomaly (infusion set tape sticking). The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, cal error alert/calibration not accepted alert, change sensor alert/bad sensor alert, or sensor updating/value not available alert noted. [Per saavedra, leydis - prin software engineer: I reviewed pump data for (B)(4) and based on the pump history analysis, the pump performed as expected. There was no cyber security issue found. The patient delivered 6 meal wizard boluses from 7 am to 12 pm that resulted in low blood glucose. Those deliveries accounted for 68.9% (37.9 u of the 55.5 u) of the daily total insulin delivered on (B)(6) 2024. Meal wizard boluses are programmed manually on the pump and cannot be programmed remotely. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 25-oct-2024 in the pump history file. On (B)(6) 2024 17:51:00.000, alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2024 18:30:41.000, battery removed (55). On (B)(6) 2024 18:30:41.000, alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2024 18:31:05.000, battery inserted (44). On (B)(6) 2024 21:52:41.000 alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2024 16:59:20.000, alarm alert notification (40). Fault number: stuck key alarm (61). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 9:02:58 am. There was no power data available for the date on (B)(6) 2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump responded properly to button presses. No stuck key alarm noted during testing. No damage noted on the keypad traces or keypad dome switches. Low battery alert (104) - unknown. Sensor error alert (801) - not confirmed. Stuck key alarm (61) - not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs, high bgs or discrepancy between sg value and bg value. Cyber security - hacking allegation not confirmed. Cal error alert/calibration not accepted alert not confirmed. Change sensor alert//bad sensor alert not confirmed. Sensor updating/value not available alert not confirmed. Product not adhering/sticking anomaly unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.